Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump passed displacement test, sleep current measurement and active current measurement. No rewind anomaly noted during testing. The power management graph indicated connector resistance issue. Multiple replace battery alerts were present in the pump history file due to connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the pump functioning properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. The customer¿s blood glucose level was 12.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.